Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that there was an air bubble near the luer lock. Customer reported a blood glucose level of 387 (mg/dl) that was addressed with a pump bolus and insulin injection. The customer successfully primed the air bubble out of the tubing.